Manufacturer narrative:
A1: patient identifier: requested, not provided a2: date of birth: requested, not provided a3a: sex: requested, not provided a3b: gender: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d4: UDI no: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: clinical engineer g4: PMA/510(k): k130520. Visual inspection of the actual sample upon receipt found no anomaly such as damage. An attempt was made to flow saline solution into the actual sample by a head. As a result, it was found that the saline solution was not flowed, and the actual sample was obstructed. The actual sample was filled with glutaraldehyde-containing saline solution and fixed, the housing and filter were removed, and visual inspection of the gas exchange part was performed. It was found that blood clots had been formed. No anomaly was found in the condition of fiber winding. The fiber layer was removed gradually, and visual inspection of the gas exchange part was performed. It was found that blood clots had been formed. No anomaly was found in the condition of fiber winding. The outer cylinder was disassembled from the heat exchanger, and visual and magnifying inspections of the heat exchanger were performed. It was found that blood clots had been formed. Electron microscopic inspection of the fiber: it was found that blood cell components such as red blood cells and deformed red blood cells (echinocytes) had been adhered to the fiber, and fibrin nets had been formed. The manufacturing record and the shipping inspection record of the actual sample found no anomaly. No other similar report of the product with the involved product code/lot number was found. As a cause of occurrence, it was likely that due to some factor, blood clots were formed and the actual sample was obstructed, resulting in increasing of pressure. In addition, the blood clots prevented contact between the blood and gas, resulting in occurrence of gas exchange failure. However, from the investigation result of actual sample, it was not possible to clarify the cause of blood clot formation. Relevant instructions for use (IFU) reference: "measure blood gases and make necessary adjustments as follows. Do not reduce heparin during circulation. Otherwise, blood clotting might occur. Adequate heparinization of the blood is required to prevent it from clotting in the system." Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the product involved was used in an emergency dissociation operation. An increase in pre-oxygenator pressure was found from the start of circulation. Normally, pre-oxygenator pressure was controlled at around 250; however, it rose to over 400 and oxygenation also decreased. The same phenomenon was observed when the pump was restarted. Therefore, taking into consideration cold coagulation, the temperature was controlled and meylon was administered, and were able to complete the operation without exchanging an oxygenator. The pump was on for approximately four hours. There was no patient injury and/or medical or surgical intervention required. The procedure was completed successfully, and the patient was not harmed.